Event description:
It was reported the pt had soreness and swelling at his ipg site. The physician indicated the symptoms were not related to an infection. The pt also reported feeling overstimulation at his pocket site. Follow-up indicated the pocket stimulation and swelling were still present but had lessened. The pt will follow-up with his physician concerning the issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.